Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced uveitis ("recurrent uveitis"), cough ("chronic coughing progressing"), bone pain ("bone pain") and urinary tract infection ("recurrent urinary tract infections"), 1 year 5 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hyperthyroidism ("hyperthyroidism"), thyroid mass ("thyroid nodules") and rheumatic disorder ("rheumatism") with arthralgia. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, uveitis, hyperthyroidism, cough, bone pain, urinary tract infection, thyroid mass and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for bone pain, cough, hyperthyroidism, medical device removal, rheumatic disorder, thyroid mass, urinary tract infection and uveitis with essure. The reporter commented: uveitis tests performed on (B)(6) 2013 (5 in total): complete assessment: result: acute non-granulomatous uveitis with negative etiological workup, cortisone treatment for several weeks each time. Positive prick test with chest CT: no granulomatosis. Fibroscopy and bronchoscopy under general anaesthesia: no argument in favour of tuberculosis and negative hp placement impedance measurement nasogastric tube for gerd search: absence of gerd and no correlation with cough. Metal allergy test: absence of allergy but intolerance. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: no granulomatosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.